Event description:
The customer reported that the unit will not fluoro. No pt injury was reported.

Manufacturer narrative:
The ge service rep reseated the technique processor and pcb circuit chips. He loaded a new generator software disk and checked the user optimezer functions. He rebooted and tested the system functions several times. The system is operating as intended.